Event description:
It was reported that during a coronary stent procedure, the balloon became entangled in a gfx stent. They were able to remove the balloon, however the stent was deformed. They placed another stent inside of the deformed stent. Pt status is listed as "ok".